Event description:
It was reported that a patient implanted with an impella 5.5 became septic and expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b, date explant, has been updated.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the sepsis was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H6(health effect - impact code): patient code changed from death to serious injury h11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b2 (is required intervention); d4(catalog, serial); h1. B2: ticked to capture serious injury. H1: reportability changed from death to serious injury . The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Section d4 primary UDI number has been updated.